Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted after an unspecified procedure using a proglide device. Reportedly, a cuff miss occurred. A second proglide was used with the same results. The method used to achieve hemostasis was not provided. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported cuff miss was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.